Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill testing and no air bubbles were observed during analysis. Checked the o-rings/stopper groove for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they found large air bubbles in their reservoir compartment of their insulin pump. The customer's blood glucose level was unknown. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. The customer returned the product for analysis.